Manufacturer narrative:
The technician replaced the right user control module and the left user control module cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the hi/low will not function, resulting in an inability to achieve trendelenburg or reverse trendelenburg.